Event description:
It was reported that the pulse generator exhibited r wave oversensing causing auto mode switch. The generator was reprogrammed to resolve the issue. No patient symptoms were reported.